Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial (B)(6) . Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial (B)(6) , ubd: , UDI#: h3: analysis of the . 37751 recharger (s/n (B)(6) revealed that revealed that the recharger antenna was damaged. And the resistors underwent e. C. O update./ change from r56 49.9 k with a 2.49k and r54 100 k with a 4.99 k, respectively. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the recharger (insr) was not charging the implanted neurostimulator (ins) anymore. Pt stated that the insr would turn on only if it was still plugged into the power supply, however once the insr was unplugged from the power supply it would shut off. Pt said that when the insr would come on, a picture would show a dead battery and indicated to plug the insr in. Pt confirmed that the ins was still working and that they could feel it working. When asked for the event date, pt said that it was about three weeks ago and that june 1st would probably be close. Pt mentioned during the call that they had another patient programmer that they bought from someone, and that the programmer was the same as the one that they had originally, however the programmer wouldn't detect their ins. Pt confirmed that their original programmer worked with their ins as intended. Patient services (ps) did their best to obtain and document all relevant event information during the call. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.